Event description:
It was reported that a patient experienced severe sterile peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdominal pain, nausea, vomiting and pyrexia. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1.5g in daily exchange, intraperitoneally) for 17 days. The patient was also treated with vancomycin (one instance of 1.5g in daily exchange and two other days of 1g in daily exchange, intraperitoneally). At the time of this report, the patient had recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was hospitalized for 17 days for the peritonitis. The patient was retrained in aseptic technique. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.